Event description:
It was reported that the zimmer air dermatome was not working, and would stop when applied to the skin. Additional information received on 06/07/2010: the dermatome when applied to the skin took very rough small pieces of skin. Additional graft was harvested to complete the surgery.

Manufacturer narrative:
The device was returned to the manufacturer for repair. There were no failures reported during repair that would affect the performance of the dermatome motor. The internal contamination of the motor and casing scoring are the only factors found during the investigation that would impact the motor power. The lack of maintenance at zimmer beyond the recommended service interval (>2 years) along with evidence of deep scoring of the motor casing and significant debris buildup in the motor indicates the device may not be receiving periodic maintenance as called for by the device IFU.